Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal case/cap missing. Based on the result, we concluded that it was caused due to the physical damage applied on the distal case/cap. In addition, our technician confirmed that the remote control buttons cracked, the lcb distal cover glass cracked, and the operation channel (primary) resistance; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the case missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0974(distal end)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal case missing.